Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: management of left subclavian artery in type b aortic dissection treated with thoracic endovascular aorta repair wang et al, journal of vascular surgery, volume 77, issue 5, p1553-1561.e2, doi:https://doi.org/10.1016/j.jvs.2022.10.013 a2: mean age a3: mean gender d6a: exact date of implant unknown date of publish used for incident date in section b;3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic stent grafts (unknown type) were implanted during the endovascular treatment of type b thoracic aortic dissections on unknown dates. Non medtronic grafts were also used. The following adverse events were reported: type I, type ii and type IV endoleaks. The cause of the endoleaks are undetermined.